Event description:
The user facility reported that 3 patients got sick - instantly, during and end of procedures. One patient fainted. No emergency services were called and no patients vomited.

Manufacturer narrative:
Testing was conducted on the suspected device. At no time was n2o gas present without the presence of o2 gas. Nitrous was accurate for whole range of 0-70%. Device meets factory specifications.